Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Additionally, low out of range shock impedance measurements were noted on the right ventricular (rv) lead, which is a non boston scientific product. Boston scientific technical services (ts) was consulted and discussed the cause of the reported observations at this time is unknown, however, it was mentioned the possibility of attempted shocks that somehow resulted in out of range measurements instead of opening the plasma fuse. The patient was reported to have experienced cardiac arrest, was found non responsive, and is currently intubated in the intensive care unit (ICU). The field representative stated at this time, it is unknown the plan for moving forward until the patient current status improves. No additional adverse patient effects were reported. At this time, this device remains in service.